Event description:
The 1st case - during case, securestrap 12 misfired intermittently during lap inguinal hernia repair. Handed off and opened new device. Case completed without further incidence. The 2nd case - securestrap 25 misfired in lap inguinal hernia repair and could not be used. Securestrap 12 was opened and used. No harm to patient.